Event description:
Customer reported erroneous high triglyceride test results were obtained for one patient sample when using the unicel dxc 800 synchron system. Erroneous test results were not reported out of the laboratory. Quality control was within range before and after the event. There were no reports of death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
The customer reported the quality control for triglycerides was "initial rate high" when run with uric acid. Customer suspected carryover. On (B)(4) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the carryover. The fse identified that the sample and reagent mixer paddles were damaged. Both mixer paddles were replaced, and the issue was resolved. Cause was identified as the damaged mixer paddles.